Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous audible alarm and a blacked out pump running led was not confirmed; however, a dim pump running led was confirmed. The system controller was returned for analysis and a log file was downloaded for review with events spanning approximately 10 days (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2022 per time stamp). Events from (B)(6) 2021 took place during lab testing at abbott. There were no continuous alarms were noted within the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. A dim led was noted. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported continuous alarm was unable to be conclusively determined through this analysis. The root cause for the reported dim led was unable to be conclusively determined through this analysis; however, a corrective action was initiated to address this issue. During the investigation there was an incidental finding of fuse b damage. The device history records were reviewed for the system controller and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 30sep2022. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and controller fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was emitting a continuous audible hazard alarm. The pump running symbol on the controller's liquid-crystal display (lcd) screen was not illuminated. The patient was unable to report further details about the event, and could not provide information about whether or not the red heart had been illuminated, or if a visual alarm had appeared on the controller screen. The patient and their caregiver successfully exchanged the patient's system controller with their backup controller. Upon review of the patient's log files no unusual events were seen up until (B)(6) 2021 at 17:20:21 when the driveline was disconnected. The issue seemed to be with the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.